Manufacturer narrative:
No missing segments or blank display noted during testing. During inspection found electronic stack, motor and force sensor corroded. Device passed self test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer also reported that the insulin pump had partial display and the customer was unable to read the screen. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with manual injections. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was of the insulin pump overnight because there transmitter was lost. The insulin pump was returned for analysis. Unomed inf set frn-unk-rsvr.